Event description:
Patient has been receiving intrathecal baclofen for years. Over 3 months, the patient was experiencing increased muscle tone. An x-ray of the "system" showed nothing wrong and rotor study was okay. The hcp was unable to aspirate from the cap, but was able to inject a small amount of contrast material - 0.2 ml - which bolused the patient with approximately 320 mcg of intrathecal baclofen. The patient experienced an over dose with a diminished level of consciousness and respiratory depression requiring over night intubation. The pump was shut off. The patient was reported to be awake, alert, and apparently recovered. A follow up report will be sent when additional information is received.